Manufacturer narrative:
Updated a2 (dob).

Event description:
It was reported that when the nurse removed the tubing set out of the pump to start another infusion the safety clamp failed to engage. The pump was not running an infusion at the time of the event. It was noted that 400ml out of 500 ml volume was left in the bag. The event resulted in the patient getting a pitocin bolus resulting in fetal distress and emergency caesarean section. The baby's apgar score was good and was discharged at 2 days of life. The customer later reported that the pump was not thought to be an issue since the pump worked when the tubing set was changed. This report (B)(4) is for the fetus/baby while (B)(4) is for the mother.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that when the nurse removed the tubing set out of the pump to start another infusion the safety clamp failed to engage. The pump was not running an infusion at the time of the event. It was noted that 400ml out of 500 ml volume was left in the bag. The event resulted in the patient getting a pitocin bolus resulting in fetal distress and emergency caesarean section. The baby's apgar score was good and was discharged at 2 days of life. The customer later reported that the pump was not thought to be an issue since the pump worked when the tubing set was changed. This report (B)(4) is for the fetus/baby while (B)(4) is for the mother.

Manufacturer narrative:
The reported issue that when the nurse removed the tubing set out of the pump to start another infusion the safety clamp failed to engage could not be confirmed as no product nor device logs were returned for investigation. No further investigation of this event is possible at this time. No DHR, as no serial numbers of the suspect instrument were provided. H3 other text : device not received.

Event description:
It was reported that when the nurse removed the tubing set out of the pump to start another infusion the safety clamp failed to engage. The pump was not running an infusion at the time of the event. It was noted that 400ml out of 500 ml volume was left in the bag. The event resulted in the patient getting a pitocin bolus resulting in fetal distress and emergency caesarean section. The baby's apgar score was good and was discharged at 2 days of life. The customer later reported that the pump was not thought to be an issue since the pump worked when the tubing set was changed. They also mentioned that when the set was switched out the infusion went on with no issues. The customer tested the disposable set, however could not find any issues. This report (B)(4) is for the fetus/baby while (B)(4) is for the mother